Manufacturer narrative:
Investigation: as the drain that was leaking was not returned an investigation into if the drain was leaking is difficult to determine. There was an image of the drain provided that shows a small crack in the lower left corner. There does not appear to be any traces of fluid within the collection chamber of the drain. Based on this it is not clear how the leak was noticed. The damage seen in the image appears to be from handling. There were no pictures provided of the packaging materials to confirm this. The provided image shows a crack in the front panel of the chest drain. The crack is located in the lower left corner of the drain. It is difficult to see if the welded area of the front panel to the drain body has been compromised by this crack. Damage of this nature is indicative of handling or shipping damage after the product has left the site of manufacture. Device not returned.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.

Event description:
Report received stated that the drain was being used for a procedure and it started leaking.